Event description:
It was reported, the patient presented with a pacemaker that exhibited a diagnostic anomaly. In which, the predicted life of the battery varied at each check. The pacemaker was explanted and replaced. The patient condition is unknown.